Event description:
Caller reported that tandem mobi cartridge would not snap into place. There was no adverse impact to the customer's blood glucose level. Caller contacted technical support for assistance, and with their help, successfully filled and loaded a new cartridge onto the pump. The customer was able to resume insulin without issue and requested cartridge replacements, which technical support agreed to send.